Manufacturer narrative:
Examination of the submitted impactor confirms the fracture initiation along the slot that connects with the universal handle. The fractured piece was not returned for examination. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits significant gouging/damage indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis sep-419.

Event description:
Femoral impactor is cracked. Tibial impactor is broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.